Event description:
Reportedly, this device was explanted after approx a 1 mo implant duration due to 1 month implant duration due to unk reasons.

Manufacturer narrative:
Method - device not returned.